Event description:
Discordant, falsely elevated sodium results were obtained on six patient samples a dimension vista 1500 instrument. One discordant result (sid (B)(6)) was reported to the physician(s). The other discordant results were not reported to the physician(s). The initial results had failed the delta checks, indicating that they did not match previous results for the patients. The samples were rerun on an alternate dimension vista instrument and resulted lower. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse had replaced multiple parts during a previous service visit, including the integrated multisensor technology (imt) module. Siemens is investigating this issue.